Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 07, 2025, was filed inadvertently. The patient did not experience any infection. Per the clinic, the device was explanted due to a possible allergic reaction to the bone cement or implant. There are no plans to reimplant the patient with a new device as of the date of this report. An updated device analysis report is attached.

Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.